Event description:
Related manufacturer report numbers 3006705815-2022-13709 and 1627487-2022-02073. It was reported that the leads were broken near the anchor site. Additionally, the ipg was explanted and replaced during the procedure due to invalid impedances occurring when removing leads from ipg. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.